Event description:
It was reported that during a prostate procedure at 16,300 joules of use and 3:53 minutes, the "fiber tip broke in patient, piece taken out of patient." The fiber was exchanged. Error code "850" was observed with the second fiber. "Operation was finishing with turp." Patient outcome "no injury to patient" reported. This event is for the first fiber used.